Event description:
It was reported to baxter (B)(4) that a flogard infusion pump "does not function." This condition occurred upon power-up in the emergency room. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "does not function" was confirmed during device evaluation as a battery issue. The root cause was determined to be defective/depleted batteries. The batteries were replaced to correct the reported condition.